Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
B5 it was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) restarted during use and continued to work after restart. After removing the machine, the device beeped and could not be shut down. It was turned on and the name appeared, but it could not be turned off. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the power management board was faulty. The fse stated that the unit was waiting for customer approval for the repair. If any new information is provided, the investigation will be reopened and processed accordingly.